Event description:
The customer questioned results from 1 patient sample tested for free thyroxine (ft4) when compared to an abbott architect analyzer as the results did not correspond to the patient's clinical condition. The customer provided the patient sample for investigation where test results for thyrotropin (tsh) and free triiodothyronine (ft3) were included. Of the data provided, erroneous ft3 results were identified between the customer's elecsys system, the abbott architect analyzer, and a modular analytics analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft4. Refer to medwatch with patient identifier (B)(6) for information on the ft3 erroneous results. No adverse event was reported. The modular analytics analyzer serial number was (B)(4). The ft4 reagent lot number used at the investigation site was 178388 with an expiration date of 06/30/2015. The serial number for the customer's elecsys analyzer is not known. Calibration and quality controls from the customer site were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Two vials from 1 patient were submitted for investigation. Customer's results for ft3 and ft4 were reproduced. One sample was further investigated for possible interference for the ft3 parameter. An interfering factor could not be identified. A specific root cause could not be identified. Based on the available data, a general reagent issue could be excluded. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.